Event description:
On 20/sep/2023, fresenius became aware via a medwatch 3500 form, this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a optiflux 180nre dialyzer for renal replacement therapy (rrt) reportedly experienced a hypersensitivity/allergic reaction during treatment. The medwatch 3500 form indicated the patient arrived for their regularly scheduled treatment on (B)(6) 2023. The patient¿s pre-treatment vital signs included: blood pressure (b/p) = 149/83, heart rate (hr) = 92 bpm, respiration rate (rr) = 18, temperature = 97.0. The patient¿s hd treatment started at 8:00 am, however at 8:35 am the patient complained of shortness of breath (dyspnea) and the treatment was terminated (unknown if extracorporeal blood was returned). The patient was provided with oxygen (volume not provided) and recovered after the treatment was discontinued. The patient¿s post-treatment vitals were: b/p = 140/85, hr = 66 bpm, rr = 18, temperature = 97.0. The patient reportedly returned to the outpatient dialysis clinic on 31/aug/2023 and was treated utilizing an optiflux 180nr dialyzer without incident. The report also indicated the patient¿s allergies were updated to include the optiflux 180nre dialyzer.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing the optiflux 180nre dialyzer, and the serious adverse events of a hypersensitivity/allergic reaction, characterized by dyspnea, which required the early termination of treatment and the application of supplemental oxygen. The medwatch 3500 form clearly stated the serious adverse events occurred during hd therapy and were remediated by the utilization of an alternative dialyzer (optiflux 180nr - alternative sterilant). During hd therapy, blood comes into direct contact with a variety of materials and sterilization methods. Therefore, it is reasonable to conclude some patients may incur a hypersensitivity/allergic reaction while using these products (1,2,3). Additionally, hypersensitivity reactions have been known to occur days, months, or even years after use with the same dialyzer model (2). Based on the information available, the optiflux 180nre dialyzer cannot be disassociated from the serious adverse events. While no manufacturing defect(s) was reported, the serious adverse events did occur during hd therapy while utilizing the optiflux 180nre dialyzer. Furthermore, given the patient¿s symptoms were indicative of a hypersensitivity/allergic reaction, the favorable response to the optiflux 180nr dialyzer, and no sample available for manufacturer evaluation, the optiflux 180nre dialyzer cannot be excluded from having a possible causal or contributory role in the serious adverse events.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided by the complainant and a facility ID number was not available, an sap delivery search could not be performed to identify all lot numbers with the reported catalog number shipped to the complainant in the three months prior to the occurrence date. Therefore, a lot history review or production record review could not be performed. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. According to the clinical investigation: "a temporal relationship exists between hd therapy utilizing the optiflux 180nre dialyzer, and the serious adverse events of a hypersensitivity/allergic reaction, characterized by dyspnea, which required the early termination of treatment and the application of supplemental oxygen. The medwatch 3500 form clearly stated the serious adverse events occurred during hd therapy and were remediated by the utilization of an alternative dialyzer (optiflux 180nr - alternative sterilant). During hd therapy, blood comes into direct contact with a variety of materials and sterilization methods. Therefore, it is reasonable to conclude some patients may incur a hypersensitivity/allergic reaction while using these products. Additionally, hypersensitivity reactions have been known to occur days, months, or even years after use with the same dialyzer model."

Event description:
On 20/sep/2023, fresenius became aware via a medwatch 3500 form, this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a optiflux 180nre dialyzer for renal replacement therapy (rrt) reportedly experienced a hypersensitivity/allergic reaction during treatment. The medwatch 3500 form indicated the patient arrived for their regularly scheduled treatment on (B)(6) 2023. The patient¿s pre-treatment vital signs included: blood pressure (b/p) = 149/83, heart rate (hr) = 92 bpm, respiration rate (rr) = 18, temperature = 97.0. The patient¿s hd treatment started at 8:00 am, however at 8:35 am the patient complained of shortness of breath (dyspnea) and the treatment was terminated (unknown if extracorporeal blood was returned). The patient was provided with oxygen (volume not provided) and recovered after the treatment was discontinued. The patient¿s post-treatment vitals were: b/p = 140/85, hr = 66 bpm, rr = 18, temperature = 97.0. The patient reportedly returned to the outpatient dialysis clinic on (B)(6) 2023 and was treated utilizing an optiflux 180nr dialyzer without incident. The report also indicated the patient¿s allergies were updated to include the optiflux 180nre dialyzer.